Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported luminometer elevator errors on an advia centaur xpt instrument. The customer subsequently notified siemens that they obtained discordant results for multiple patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site and performed alignments. The cse also replaced the ring and elevator logical link control (llc) , cuvette handling sequence control printed circuit board, elevator, and luminometer. Then, the cse requested the customer to recalibrate the assays and run quality controls (qc) for all assays, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely low total human chorionic gonadotropin (total hcg), prolactin (prl), prostate-specific antigen (psa), and intact parathyroid hormone (ipth) results were obtained on multiple patient samples on an advia centaur xpt instrument. The discordant results were reported to the physician(s). All but two samples were sent to an alternate laboratory for repeat testing; two samples were recollected and tested for ipth. The results obtained at the alternate laboratory recovered higher and were reported to the physician(s). Additionally, falsely elevated enhanced estradiol (ee2), folate (fol), psa, and vitamin b12 (vb12) results were obtained on multiple patient samples on the same instrument. These discordant results were reported to the physician(s). These samples were sent to an alternate laboratory for repeat testing and the repeat results were reported to the physician(s). Furthermore, discordant fol, ipth, and vb12 results were obtained on several patient samples. The samples were not repeated nor recollected. These patients were included in this report in an abundance of caution. There were no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00017 on 14-jan-2022. Additional information (24-jan-2022): during the service visit mentioned in the initial report, siemens determined that the bracket for the elevator was not tight and was missing a bolt. Siemens further investigated the issue and determined that the cause of the event was due to a missing bolt from the elevator bracket. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.